Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however proximal conductor distorted, outer insulation breached cut, damaged at implant, with blood noted on proximal conductor; full lead returned and analyzed.

Event description:
It was reported that the lv lead was "possibly damaged during slitting." The lead was not used and was returned. No patient complications have been reported as a result of this event.